Event description:
It was reported by an attorney that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2012 and mesh was implanted. It was reported that she experienced pain, dysuria, continued incontinence, discharge, scarring, infection, odor, and bleeding, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2012 along with concurrent mesh revision on (B)(6) 2012. It was reported that following insertion the patient experienced pain, erosion, urinary problems, dyspareunia and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2006 due to erosion of mesh. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) ¿ urinary problems. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.